Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.:  synergy ous mr 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the 7th most distal stent strut row; struts were lifted in a proximal direction. The reminder of the stent was undamaged. The undamaged section of the crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 23-nov-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following predilation, a 3.00 x 24mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed using another of the same device. No patient complication were reported and the patient's status is good. However, returned device analysis revealed stent damage.